Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The enclosure was also found to be dislodged. There were no repairs performed. The device was scrapped.